Event description:
The facility reported a colleague infusion pump with a malfunction of "out of order." After further investigation, the baxter field service engineer found failure code of 808:03 on channel a. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 808:03 on channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module a . No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was not determined as this device is a baxter owned device and was removed from service. Should additional information be received, a follow-up medwatch will be submitted.